Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Leak testing, clear passage testing, and clamp function testing were performed, and no issues were observed. Simulated use testing was performed, and the device operated according to specification. The reported condition was not confirmed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error (se) 2240 (air in set) alarm occurred during dwell 3 of 4 on the home choice (hc). The patient was connected at the time of the alarm. During troubleshooting, there was nothing unusual noted with the supplies. The technical service representative (tsr) assisted the patient in ending therapy. The tsr advised the patient to restart therapy with new supplies. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.